Event description:
Event occurred at (B)(6). When surgeon attempted to cut bone in a femoral condyle harvest procedure with bonescalpel 20mm serrated blade, tip of blade broke off and was lost in surgical field. Blade was found after about 1 hour and procedure was completed using standard instruments. Pt healed normally without further intervention.